Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.

Event description:
Reference number (B)(4). Event occurred in colombia it was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026. The patient was hospitalized due to hyperglycemia event and the patient was treated with insulin injection. The current sensor glucose was 362 mg/dl. No further information available.